Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 19s with multiple cartridges during the load process. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.